Event description:
It was reported that the device therapy connector was damaged and the therapy cable could not be inserted to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction: the initial emdr reads: physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial emdr should read: physio-control evaluated the device and verified the reported issue. The cause for the reported problem was determined to be a damaged therapy connector assembly. The therapy connector assembly was replaced and other unrelated repairs completed to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Correction: the initial emdr should read: physio-control evaluated the device and verified the reported issue. The cause for the reported issue was determined to be a damaged therapy connector assembly and a faulty therapy cable. The therapy connector assembly and the therapy cable was replaced and other unrelated repairs completed to resolve the reported problem. Following repair, proper device operation was observed through functional and performance testing and the device returned to the customer for use.